Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 400-500 mg/dl; cause unknown. Reportedly, due to the elevated bg, the customer required assistance from a family member to administer a correction injection. Reportedly, the customer fell causing an abrasion on their leg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.